Event description:
Health care professional reports 20 fiber leaks noted by blood in the dialysate compartment at the onset of pt treatments. A hemastix confirmed a leak in the dialysate compartment. The disposables were replaced at the time of each incident and the treatments were continued without incident. An estimated 250cc blood loss reported with each incident. Two pts required an increase in epogen dose; however health care professional is unsure if this is attributed to the blood loss incurred from the fiber leaks or other unrelated issues. No additional pt injury or medical intervention was required per the health care professional. All incidents occurred with dialyzers reused an average of 2 - 4 times on a manual reprocessing device.